Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a endoscopic mucosal resection (emr) procedure performed on december 11, 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. It was reported that the clip was manipulated with two closures until no more 'click' sounds were heard. The clip was attempted to be released by opening the handle, however, it was unsuccessful. The clip was then attempted to be removed, but it released while being withdrawn through the working channel. The procedure was completed with another resolution clip device. The patient is expected to fully recover. Additional information received on december 23, 2024. It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024.

Manufacturer narrative:
Block e1: initial reporter: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Additionally, the device returned without the outer sheath and with the catheter kinked and unraveled. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. It was found that the clip assembly was returned fully deployed and there were no other problems found. Additionally, it was found that the catheter returned kinked and unraveled. The device was returned without its outer sheath. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. It was reported that the clip was manipulated with two closures until no more 'click' sounds were heard. The clip was attempted to be released by opening the handle, however, it was unsuccessful. The clip was then attempted to be removed, but it released while being withdrawn through the working channel. The procedure was completed with another resolution clip device. The patient is expected to fully recover. Additional information received on december 23, 2024: it was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024.

Manufacturer narrative:
Block e1: initial reporter: (B)(6). Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on december 23, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: correction: block d4 (model number).

Manufacturer narrative:
Block e1: initial reporter first name: (B)(6). Initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. It was reported that the clip was manipulated with two closures until no more 'click' sounds were heard. The clip was attempted to be released by opening the handle, however, it was unsuccessful. The clip was then attempted to be removed, but it released while being withdrawn through the working channel. The procedure was completed with another resolution clip device. The patient is expected to fully recover. The device was not returned.